Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the reported failure was confirmed. The instrument was found to have a blade broken from the base and the broken piece was returned. An additional observation not reported by the customer and unrelated to the customer reported complaint was identified. The instrument was found to have a damaged teflon pad. A piece approximately 0.09" x 0.051" in size was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a message stating "reduce pressure on the blade" that was constantly displayed, even if no tissue was grasped. After that it was requested that the instrument be changed. The procedure was continuing as planned with no reported injury.